Event description:
It was reported that this device had a battery remaining percentage of approximately 20% after over six years of implant time. The patient was moving overseas and wanted the device explanted while in the us. The device was explanted was successfully replaced with another. There were no additional adverse patient effects.